Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided ¡information the defect type corresponds to the following meddra llt: ectopic pregnancy. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 29-mar-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced physical pain and ectopic pregnancy. The symptoms led to removal of essure approx. 2 months after insertion, whereas the ectopic pregnancy required a dilation and curettage a few weeks after essure removal. Physical pain and ectopic pregnancy, serious due to medical significance, are anticipated according to the reference safety information of essure. Pain can occur during the use of essure and, in the absence of alternative explanations, a causality of essure cannot be excluded (related). Ectopic pregnancies have been reported in women with essure in place. In this particular case, the onset date of pregnancy was unknown, but, according to the limited information received, the ectopic pregnancy was diagnosed only after removal of essure. Considering that essure was worn for only 2 months, the unintended pregnancy per se cannot be assessed as contraceptive failure because 3 months (backed up by additional contraception) are required before the tubes become occluded. Concerning the ectopic nature of pregnancy, on the other hand, it is possible that the coils (as foreign bodies) negatively influenced the implantation process, therefore the ectopic localization of pregnancy was considered related to essure. The case was classified as incident because of serious injury and device removal. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information is expected only through the litigation process.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("physical pain") and ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient started essure. In (B)(6) 2014, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and clinically significant/intervention required). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required). On an unknown date, the patient experienced procedural pain ("painful post-operative recovery following the dilation and curettage"). The patient was treated with surgery (in (B)(6) 2014 removal procedure as a result of the symptoms caused by essure) and surgery (dilation and curettage in (B)(6) 2014). Essure was withdrawn. At the time of the report, the pelvic pain and procedural pain outcome was unknown and the ectopic pregnancy with contraceptive device had resolved. The reporter considered pelvic pain, ectopic pregnancy with contraceptive device and procedural pain to be related to essure. Company causality comment: this spontaneous report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced physical pain and ectopic pregnancy. The symptoms led to removal of essure approx. 2 months after insertion, whereas the ectopic pregnancy required a dilation and curettage a few weeks after essure removal. Physical pain and ectopic pregnancy, serious due to medical significance, are anticipated according to the reference safety information of essure. Pain can occur during the use of essure and, in the absence of alternative explanations, a causality of essure cannot be excluded (related). Ectopic pregnancies have been reported in women with essure in place. In this particular case, the onset date of pregnancy was unknown, but, according to the limited information received, the ectopic pregnancy was diagnosed only after removal of essure. Considering that essure was worn for only 2 months, the unintended pregnancy per se cannot be assessed as contraceptive failure because 3 months (backed up by additional contraception) are required before the tubes become occluded. Concerning the ectopic nature of pregnancy, on the other hand, it is possible that the coils (as foreign bodies) negatively influenced the implantation process, therefore the ectopic localization of pregnancy was considered related to essure. The case was classified as incident because of serious injury and device removal. A product technical analysis is awaited. Further information is expected only through the litigation process.